Event description:
The surgeon was using a covidien brand premium surgiclip applier while working in an open abdomen. This clip applier sliced the ima artery. This required several stitches to repair. This is the second event to happen this month.